Manufacturer narrative:
Additional information: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy in the intensive care unit (dose, programmed amount and delivery rate unknown). The device was programmed to deliver 200ml of norepinephrine customer stated the pump displayed an on-screen prompt indicating the infusion was complete but the customer noted the bag was still full. Tubing was changed and pump restarted at same dose. Patient's blood pressure increased to 198 systolic blood pressure (sbp). The user immediately turned off the device and the sbp decreased to 100-130. There was no known patient injury associated with this event. No additional information is available.